Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via merlin.net transmission that the patient's atrial lead was exhibiting lead noise and causing inappropriate mode switch (ams). Noise appeared to be electromagnetic interference (emi) but was not confirmed. Programming changes were discussed. The patient was in stable condition.